Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4).

Event description:
The micro puncture will not stay locked together. Subsequently, a wire sheared off and had to be retrieved via snare device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Corrected data: correct manufacturer aware date in the initial medwatch report is 08/10/2015. A search of complaints related to lot 5674122 was conducted. The complaints related to this event are the only reported complaints against this lot at the time of investigation. The instruction for use (IFU), t_mpis_rev.1 under precautions states "do not attempt to insert or withdraw the wire guide and /or introducer if resistance is felt" and "withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage." There were no reported nonconformances in the production of the product lot of the finished set or the inventory component lot of the wire guide. The customer returned 1 used mpis set which was locked together. The customer returned 1 used and severely accordioned outer sheath without the hub attached and an inner dilator which was used and bent. The customer also returned 3 unused, unopened devices, 2 from the same lot as the complaint device, and one from a different lot. The wire guide was not returned. Without the examination of the wire guide, the root cause of the complaint event could not be determined.